Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: one hydrolift end plate size m arrived in a decontaminated condition. The end plate exhibits no visible defects. Investigation: a microscope was used: the plate exhibits no defects at the surfaces or the pins. The hexagon of the screw head and the thread of the fixation screw are without damages too. Batch history review: the manufacturing documents of this lot have been checked and found to be according to specifications valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most likely usage related. Rationale: the investigation of the plate showed no irregularities; the complained product sv007t was not enclosed (only the end plate).

Event description:
It was reported that there was an issue with the implant component intraoperatively. During a spinal procedure, an implant sv007t was corrected twice; in the last attempt, the connector piece, used during assembly, was broken. Most likely, item sv011t was implanted instead. There was a surgical delay of about 15 minutes, but no patient harm, and the procedure was completed successfully. Additional information was not provided. Associated medwatches: 9610612-2019-00347 (this report), 9610612-2019-00346.